Manufacturer narrative:
One device was returned for repair with complaint that pump failed the downstream occlusion (dso) calibration test. This device has not been serviced within the review period. Review of event log found cassette not attached properly alarm. Complaint of duplicated by functional test. The cause is the dso sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: february is the reported month, but exacted date not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump failed the downstream occlusion (dso) calibration test. There was no patient involvement.